Event description:
Follow up information received identified the patient's scs system stimulation was turned on as planned. Reportedly, no pain attributed to the scs system remained.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced chest pain after the placement of the trial lead. The doctor proceeded with the trial, however the patient continued to complain of chest pain after the procedure. The patient was sent to the emergency room for an electrocardiogram. The system was left in place with the stimulation turned off.